Event description:
The account alleged that the bed exit alarm will not go off.

Manufacturer narrative:
The account stated that the bed exit board and cable got hot. The account replaced the bed exit board and cable but the issue returned. Technician support asked the account to replace the left siderail ucm board. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.